Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact root cause of the reported event could not be conclusively determined. If additional information is received at a later time this report will be supplemented.

Event description:
It was reported that during a prostate resection procedure, the tip of the rotating resectoscope inner sheat broke off and fell inside the patient. The physician successfully retrieved the large piece from the patient's bladder. The patient's outcome is unknown at this time. Olympus followed up with the user facility via telephone to obtain more detailed information about the reported event but with no results. (B)(4).